Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found both tamper seals are broken and a missing rear top label. It was found the device was inoperable due to error code 1870/1871 message on the pump display, fluid ingression on the downstream sensor, and the rear housing pull tap battery was loose. The device's event history log was reviewed for evidence of the reported event, "error code 1870/1871"; the alarm was found in the event log. Functional testing was unable to be completed due to "error code 1870" and "motor locked remove all power" on the pump display. Customer problem was confirmed and duplicated. Root cause was attributed to missing and faulty components. The clock battery (rtc) was found to be due. Rear top label, motor and clock battery (real time clock) were replaced. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service in the previous 12 months and there was no indication that the complaint was related to a previous service of the device.

Event description:
It was reported that there was an issue with the rear label, clock battery and a last error code. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator of device is unknown. No information has been provided to date.